Event description:
The patient provided additional information indicating that the most likely cause was that the caregiver cleared their pendant with their pager too close to the dbs battery pack. They added that they called patient services and their neurologist for advice and they were instructed to remove the pendant to clear it. The patient said they are unsure if the pendant was interfering with the ins as they had had it on for months and never had an issue before. The patient confirmed the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient experienced some tingling in their chest near where the device was. Caller said afterwards it felt like a vibrating sensation. The patient is at an assisted living facility and wears a pendant because they are wheelchair bound. Caller doesn't know if the caregivers had gone to clear the patient's pendant. Caller has an appointment with the healthcare provider on tuesday. Caller wanted to know if there was a way to check the device remotely. Reviewed option to bring the patient in to the healthcare plan to have the device checked.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.